Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD) there was no wireless communication after the device was programmed under the programmer wand. When the leads were connected and a sterile wand was used to interrogate the device, all values were normal, however no wireless signal could be established. Various troubleshooting steps were taken with two different programmers but no wireless signal was found and there were no green lights. The physician was not comfortable using the device and requested a replacement. Normal wireless connection was established with the replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Telemetry c was established at auto-interrogate. (B)(4).